Event description:
A malfunction was reported by the customer concerning the pump. There was no adverse impact to the customer's blood glucose level. The customer reset the pump prior to calling and was informed by technical support to continue using the pump. They were advised to contact support again if the issue reoccurs, which the customer understood and acknowledged.